Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing versus right ventricular pacing. The article reports one patient who experienced a perforation during the implant procedure the lead exhibited a loss of capture. There were other patients who developed persistent and transient right bundle branch injury. Some leads exhibited dislodgements in which the leads were revised or repositioned, intermittently increased thresholds, and decreased pacing impedance. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/66 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: medium- and long-term lead stability and echocardiographic outcomes of left bundle branch area pacing compared to right ventricular pacing. Journal of cardiovascular development and disease. 2021. 8, 168. Doi.org/10.3390/jcdd8120168. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/66 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: medium- and long-term lead stability and echocardiographic outcomes of left bundle branch area pacing compared to right ventricular pacing. Journal of cardiovascular development and disease. 2021. 8, 168. Doi.org/10.3390/jcdd8120168. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing versus right ventricular pacing. The article reports one patient who experienced a perforation during the implant procedure the lead exhibited a loss of capture. There were other patients who developed persistent and transient right bundle branch injury. Some leads exhibited dislodgements in which the leads were revised or repositioned, intermittently increased thresholds, and decreased pacing impedance. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.